Event description:
It was reported that customer experienced issues with battery depletion, as pump battery reportedly depleted too quickly. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.